Event description:
The hospital reported flash fire occurred during a groshong catheter placement. The pt reportedly incurred superficial burns to face, neck and one ear. The procedure was terminated, and the pt was transferred to the ICU. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.